Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator started to alarm and then suddenly the airway pressure (paw) decreased from 9.5 to 6, delta p decreased from 33 to 30, and the piston shifted all the way to the left, while the device was in use on a patient. The user began to shift the piston back to the midline and the ventilator shut off. There was no longer wiggling of the patient. The user hit the reset button to restart the ventilator and the paw returned to 9.5 and the delta p was 31. The patient had no change in vitals at time of the incident. The customer evaluated the unit and found no issues with ventilator at that time. Approximately one hour later, the unit began to chirp and alarm with the paw alarming and showing a decrease to 7.8-8. The customer evaluated the unit and replaced the patient circuit and tubing. The patient remained stable on the ventilator.